Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was returned for evaluation. No device malfunction was reported against this device; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/ design specifications and/or to identify any anomalies introduced during use that may have prevented the device from performing as intended. Review of the log files revealed normal power consumption for the past 14 days up to 17apr2017. Multiple low flow alarms were logged on 17apr2017 likely during the explant procedure. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification; but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus at the exterior surface of the inflow. Based on the investigation conducted, there is no evidence of a malfunction which could have prevented the devices from functioning as intended. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to hospital for cardiac transplantation when a heart became available. The site reported that the patient had been implanted on (B)(6) 2015 and had not had issues with the device. When explanted, the surgeon noted that the pump had an excessive amount of pannus formation at the inflow cannula and wanted to inform the manufacturer. Provided picture appear to confirm the presence of tissue in the inflow cannula. A preliminar device analysis of the pump confirmed the presence of thrombus on the external surface of the inflow cannula. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.